Event description:
It was reported that at implant the pulse generator exhibited failure to pace and capture. The device was returned for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included: complaint could not be confirmed. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.